Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 1020279-2021-03068. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t handle is stuck to reducer connector. The event occurred during use. The procedure was completed using a competitor's device. A delay of less than 30 minutes was reported.